Event description:
It was reported that the handpiece read as overheating on the console while being tested. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous nurse report from (B)(4) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the reporting nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized that same day. The cause of the peritonitis was not reported. Treatment information was not provided for the events. It was not reported whether dianeal therapy was ongoing at the time of the events. At the time of this report, the patient was in the hospital recovering from the peritonitis. Per the nurse, the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) 10g15h25 with no defects noted. The cause of the peritonitis was undetermined.